Event description:
The reporter stated the body of a aq2003v silicone three piece lens was torn as the surgeon inserted the lens in the eye. The lens was removed without enlarging the incision and another same model/same diopter lens was implanted witout incident.

Manufacturer narrative:
(B)(4). Evaluation codes; conclusion: (other): an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Manufacturer narrative:
Evaluation results:visual inspection of the returned product shows the lens was torn into two pieces and a piece of the optic was torn off and missing. There was a clear surgical residue on the lens. (B)(4).